Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening on radius and brown particles. Leak test and microscopic analysis were performed which identified striated edge opening on radius, partial delamination of the valve, and crease folds. Based on the device analysis the final assessment was a striated edge opening on radius due to surgical damage consistent in the use of some surgical tools, and partial delamination of the valve due to adhesive failure.

Event description:
Healthcare professional reports left side deflation. The device has been explanted.